Event description:
A report was received that the patient underwent a pocket revision to move the implant to a more comfortable location. The ipg had migrated due to recent patient weight loss. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.